Event description:
Transilluminator was used to visualize veins for an IV stick. Md's + nnp aware of site to rt wrist with 2 darkened areas. Site progressively darkened over next few hrs and began sloughing. This was where the transilluminator was placed. Dr consulted and order was placed for qd hydragram dressings.